Event description:
It was reported that the guidewire fractured. A rotawire drive and rotapro were selected for treatment of the highly calcified target lesion. After successful rotablation, it was discovered that approximately 5mm of the rotawire had fractured off and could not be removed in its entirety. A snare was used to remove the fractured portion of the wire, and there were no patient complications due to this event.